Event description:
It was reported that the embosheild embolic protection device was being used off label in the distal superficial femoral artery/popliteal area. Upon filter removal with the retrieval catheter, resistance was felt but eventually was removed via retrieval catheter. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty removing was not able to be confirmed due to the condition of the device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported and the packaging was not returned. It was reported that the device was used in the incorrect anatomy (distal superficial femoral artery (sfa)/popliteal area). It should be noted that the emboshield nav6 embolic protection system instructions for use (IFU) states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus/debris) while performing angioplasty and stenting procedures in carotid arteries. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.